Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID envpro-16 (lot: 0011293540); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: the suspect complaint product was received at medtronic¿s quality laboratory loaded inside the delivery catheter s ystem (dcs). Visual analysis showed an infold as the valve was being deployed. All leaflets exhibited signs of severe creases and imprints. The condition possibly attributed to the valve being in the crimped position, loaded in the capsule of the dcs, for an unknown duration of time. All leaflets were dehydrated and stiff. As received, all leaflets were in a partially closed position with a large gap between the free margins. All commissures appeared intact. The valve was received in a partially compressed state. The valve was submerged in a warm saline bath. The valve maintained a compressed state, possibly from being in the loaded position for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images of six media clips were submitted to medtronic for review. Valve load check was free of crowding at the inflow and no crown overlap was visualized on both loads. High implant imaging was provided with no infold noted in the valve. Recapture is provided and an infold is noted. No patient summary was provided for anatomical review. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. A pre-implant balloon aortic valvuloplasty (bav) was performed and the load was confirmed visually, tactilely, and via fluoroscopy. Per the physician calcification contributed to the infold. The calcium that was reported to have contributed to the infold may have also contributed to the frame expansion issue. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the valve was loaded once by an experienced loader. The load was checked visually, tactilely, and under fluoroscopy. The load was noted to be good. Pre-dilation was performed with a 22 millimeter (mm) non-medtronic balloon. The valve was then positioned in the annulus and released until 80 percent. The position was noted to be too high and the valve was not fully opened at the inflow portion. The valve was recaptured and re-positioned to a lower depth. The valve was then released for a second time and an infold was noticed immediately. The valve was withdrawn. A new valve and delivery catheter system (dcs) were used to complete the procedure. Per the physician, calcification contributed to the infold. No adverse patient effects were reported.